Event description:
It was reported that the user experienced hyperglycemia associated with inconsistent meal announcements and an incorrect lunch meal size entry while using the ilet, with a highest glucose of 240 mg/dl, elevated for about one hour, and the device provided correction without alerts. Customer care provided support that included remote troubleshooting and education regarding meal announcements, recommendation to perform a factory reset at the next supply change. Investigation of this case revealed that the system was functioning and corrected elevated glucose as designed, and user behavior with meal announcements likely contributed to the event. No symptoms reported. Outcomes included no need for outside assistance and no medical intervention. It was concluded that the event was attributable to user-related meal announcement practice rather than a device malfunction.